Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Howell, s. M., papadopoulos, s., kuznik, k., ghaly, l. R., & hull, m. L. (2015). Does varus alignment adversely affect implant survival and function six years after kinematically alligned total knee arthroplasty? Springer. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Zimmer biomet complaint number: (B)(4). This report is being submitted late as it has been identified in remediation. Remains implanted.

Event description:
Information was received based on review of a journal article titled, "does varus alignment adversely affect implant survival and function six years after kinematically aligned total knee arthroplasty?" From the information identified in the article six patients died (implant survivorship was 97.5%) due unknown reason on an unknown date. There has been no further information provided and the patient outcome is unknown.